Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was overheating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and no evidence was found for overheating issue. The device's blower motor needs to be replaced to address the issue. Device passed final test. In addition to the above evaluation, inspected device per pur pur5103123 v02; device has damaged front, rear, and base enclosures, as well as a heavily warped o2 manifold. Device did not come in with a whisper cap, so I will provide one. Incoming ctq screening per 1002735 v19 shows damaged enclosure seal. While replacing the blower motor, the stirring fan retainer snapped off. Additionally, contamination was found in the flow sensor assembly, 200/202/o2 tubing, and exhaust fan. The power supply had a broken pin, and both pcb support brackets were bent. While replacing the o2 manifold, it was found that the pressure sensor tubing was damaged.was found in the flow sensor assembly, 200/202/o2 tubing, and exhaust fan. The power supply had a broken pin, and both pcb support brackets were bent. While replacing the o2 manifold, it was found that the pressure sensor tubing was damaged.

Event description:
The manufacturer received information alleging a ventilator was overheating. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.